Manufacturer narrative:
Investigation: nc082504/ca-sn: (B)(6): contra angle (wear on the drive) defective, repaired. Functional test without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Failure mode - speed incorrect/too fast/too slow. Root cause - various mechanical problem. Head drive worn. Conclusion code - expected wear.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver stops during treatment. A file had broken and treatment not yet concluded. Reportedly, no injury.